Event description:
It was reported that a malfunction occurred on the pump, indicated by a malf 3 code. There was no adverse impact to the customer's blood glucose level. Customer was advised to use backup manual insulin injections and was sent a replacement pump with updated software by technical support. Additionally, instructions were provided on putting the pump into storage mode, returning it to tandem, and programming the new pump settings. Customer acknowledged all instructions and requested a signature for delivery. The customer will use multiple daily injections (mdi) as a backup.